Event description:
Patient stated the whisperject jammed due to the needle not coming out, auto-injector broke as pt was using it. Rph added a replacement to the account. No other information available. No additional side effects mentioned by patient due to product issue. Lot number and expiration date are unknown. Unknown if patient still has product on hand. No further information was provided. Reported to (B)(6) by: patient/caregiver.